Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device was not working. During service and evaluation, it was observed that the compact air drive device housing was damaged. It was noted that the holes for cover sleeve positioning were enlarged due to vibration, and the press pin was missing. It was also noted that the device failed pre-repair diagnostic tests for status or development, general condition, untrue running, and function of soft mode switch (safety system).this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.